Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states right side walking beam is bent. The dealer also mention the head tube and for is also bent, causing the caster to wear.